Event description:
During preparation a leak was noted in the "soft segment". The procedure was completed with a second device.

Manufacturer narrative:
The device history record review confirmed that the catheter met all material, assembly and performance specifications. Visual inspection noted a hole on the distal shaft, 137.2cm from the proximal end. A 0.010" mandrel was advanced from the hub and met resistance 79.7cm from the proximal end. Inspection of this area noted that it was pinched/flattened. Additional info was received from the user facility. There was no damage noted to the packaging or device prior to use. The dispenser coil was flushed with saline solution before removing the catheter. There was no difficulty experienced when removing the catheter from the dispenser coil. Infusion pressure was being exerted on the catheter at the time when the leak occurred. Continuous flush was maintained throughout the procedure. There were no solutions, agents or glues injected in the catheter during the procedure. The rupture was not visible when the leak occurred. The cause of the pinched/ flattened section was determined to be handling damage as there were no anomalies noted prior to use.